Event description:
False negative result (s). I think these test kits aren't trust worthy. My sister and I both took them and they came back negative. But when we went to get a pcr test we came back positive.